Manufacturer narrative:
B5- the reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -11.0/3.0/064 (sphere/cylinder/axis) had to be reloaded during insertion and it was observed that a portion of the haptic was torn. The surgeon decided to use the lens because the optic was not affected. The lens was implanted in the patients left eye (os) and remains implanted. No patient injury has been reported. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -11.0/3.0/062 (sphere/cylinder/axis) had to be reloaded during insertion and it was observed that a portion of the haptic was torn. The surgeon decided to use the lens because the optic was not affected. The lens was implanted in the patients left eye (os) and remains implanted. No patient injury has been reported.

Manufacturer narrative:
D6a:unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).